Event description:
The event is reported as: the customer alleges that the concha column flow tube from the top of the column was kinked from out of the package. No report of pt involvement/injury.

Manufacturer narrative:
The lot number reported for the column only is 02a1300149. The device sample was not returned for evaluation at the time of this report.